Manufacturer narrative:
A medical review was performed on the information provided and concluded that the cause of the event was related to cup malposition. Based upon the malposition of the cup plus patient-related factor of a mental disorder reducing the cooperation ability of the patient to adequately follow provided instructions for optimal rehabilitation, this event does not appear to be device related.

Event description:
It was reported that the patient underwent tha with mdm liner on (B)(6) 2015. During following up after the tha, dislocation occurred on (B)(6) 2015. The surgeon tried to reduction, but center of the femoral head was not at the proper point by the x-ray. So, (B)(6) 2015, the patient underwent revision surgery and the surgeon noticed that the head came apart from the mdm liner. X3 36mm liner and head were used for the replacement. The sales rep thought that when the reduction before the revision surgery, the liner impinged at the edge of the poly liner and the head was came out.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown trident shell. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient underwent tha with mdm liner on (B)(6) 2015. During following up after the tha, dislocation occurred on (B)(6) 2015. The surgeon tried to reduction, but center of the femoral head was not at the proper point by the x-ray. So, (B)(6) 2015, the patient underwent revision surgery and the surgeon noticed that the head came apart from the mdm liner. X3 36mm liner and head were used for the replacement. The sales rep thought that when the reduction before the revision surgery, the liner impinged at the edge of the poly liner and the head was came out.